Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has suffered serious bodily injuries, including extreme pain, infection, significant mental and physical pain and suffering, and has undergone multiple corrective surgeries and sustained permanent injuries.